Event description:
Customer reports a loss of integration in site 5. A locator implant was placed same day in site 6.

Event description:
Customer reports a loss of integration in site 5. A locator implant was placed same day in site 6.